Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead fractured. The led was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
No eval explanation other description: analysis cannot be completed at this time due to pending litigation. This device was reported as included in the field action. Based on the information received, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The right ventricular defibrillation coil developed a fracture due to flexing while in vivo. The analyst noted that the distal conductor was fractured at 20.3 cm from the connector pin. The proximal conductor was fractured at 59 cm and 62.7 cm from the distal end of the lead. The right ventricular defibrillation coil was fractured at 59.8 cm and 63 cm from the distal end of the lead. If information is provided in the future, a supplemental report will be issued.